Event description:
It was reported via patient call that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the three-month follow-up transesophageal echocardiography (tee) imaging appointment, it was noted that the closure device was not sealed. The patient was instructed to return in (B)(6) 2023 to have another tee to re-evaluate the seal of the closure device. The patient remained on eliquis following the discovery that the closure device did not seal.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as the event occurred during the 3 month follow up to the implant, in which the original implant was noted to be in (B)(6) 2023. D6a: implant date - estimated as (B)(6) 2023 as the patient stated that they were implanted in (B)(6) 2023.